Event description:
Reporter alleged blood glucose measured 126 mg/dl back to back with a result of 173 mg/dl performed within one minute of each other. It was stated another glucose test measured 90 mg/dl back to back with a result of 161 mg/dl performed within 2 minutes of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.